Manufacturer narrative:
A clear root cause could not be determined. The reaction monitors did not show abnormal patterns.

Manufacturer narrative:
This event occurred in the (B)(6).

Event description:
The customer alleged they received questionable c-reactive protein gen.3 (crp) results on their c701 analyzer. The customer stated there were 22 questionable results generated. The customer supplied data for nine discrepant results. The customer stated the discrepant results were reported outside the laboratory. The customer stated that when they became aware of the problem, they called to the hospital wards to inform the physicians and re-issued reports later that evening. The repeat testing was performed on a different analyzer the same day. The first patient's initial crp result was 108.2 mg/l. The repeat result was 80.2 mg/l. The second patient's initial crp result was 89.9 mg/l. The repeat result was 67 mg/l. The third patient's initial crp result was 155 mg/l. The repeat result was 116.9 mg/l. The fourth patient's initial crp result was 82.2 mg/l. The repeat result was 61.5 mg/l. The fifth patient's initial crp result was 92.1 mg/l. The repeat result was 59.9 mg/l. The sixth patient's initial crp result was 103.4 mg/l. The repeat result was 75 mg/l. The seventh patient's initial crp result was 123.2 mg/l. The repeat result was 86.5 mg/l. The eighth patient's initial crp result was 82.5 mg/l. The repeat result was 58.4 mg/l. The ninth patient's initial crp result was 81 mg/l. The repeat result was 59.7 mg/l. The customer was not aware of any adverse events. The crp reagent lot number was 686606. The expiration date was requested but not provided.